Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s motor vehicle accident was the most likely cause of the stimulation issue. The manufacturer representative stated that the patient hasn¿t had the x-ray yet. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient had a motor vehicle accident on (B)(6) 2017, noticed change in stimulation pattern approximately 1 week later. Prior to accident patient had coverage in low back and bilateral hips (excluding lateral aspect of right hip); currently stimulation is in low back and bilateral legs to feet. Provider is going to order thoracic x-ray to verify if lead migrated. Impedances check normal; reminded patient to turn stimulation off when driving; rep was able to reprogram stim to achieve coverage in low back and hip; patient states paresthesia pattern is the same as it was before the accident. Yes the issue was resolved at the time of this report. No the health care professional (hcp) has no further information for manufacturer. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.